Event description:
It was reported that the patient received magic 3 male intermittent catheter from these two lots were missing the gripper. The patient reported issues with lot#jugu0788, lot# juhp0797. Per additional information received via phone on 06sep2023, it was reported that the patient received magic 3 male intermittent catheter were missing the gripper. The patient reported issues with lot#jugu0786.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received magic 3 male intermittent catheter from these two lots were missing the gripper. The patient reported issues with lot#jugu0788, lot# juhp0797. Per additional information received via phone on (B)(6) 2023, it was reported that the patient received magic 3 male intermittent catheter were missing the gripper. The patient reported issues with lot#jugu0786.

Manufacturer narrative:
The reported event is unconfirmed- product met specifications. Visual inspection noted five (5) photo samples. First photo sample showcases isc shipping label with pcn (53616), lot number (juhp0797), expiration date (2028-02-28), and quantity in box (30). Second photo sample showcases isc with label pcn (53616g), lot number (jugu0786), and expiration date (2027-06-28). Third photo sample showcases isc with label pcn (53616), lot number (juhp0797), expiration date (2028-02-28). Fourth photo sample showcases isc in closed packaging with water packet enclosed. Fourth photo sample showcases isc in closed packaging with water packet and orange gripper attached to isc. The gripper is included for pcn 53616g, lot number jugu0786. The gripper is not included for pcn 53616, lot number juhp0797. Based on the file name of the photo samples received in comparison to the drawing files, the product meets specifications. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed a risk review and labelling review is not required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected